Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. The insulin pump had cracked display window corners and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm after the insulin pump got exposed to sweat. The customer's blood glucose was 6.0 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.